Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 165 mg/dl. The drive support cap is flush. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test.